Event description:
A peritoneal dialysis pt called in with drain complications. A f/u call was made to the pt's peritoneal dialysis nurse. The pt was seen in the clinic on (B)(6) 2014, this effluent was cloudy. Cultures were taken and the pt was diagnosed with peritonitis. Per the peritoneal dialysis nurse the peritonitis was due to the pt's improper hand washing. He was re-trained on proper hand washing procedures. He was treated with vancomycin and gentamycin until the culture report came back, then he was switched to just vancomycin.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.